Manufacturer narrative:
(B)(4). Device evaluation: visual examination of the sample confirmed a leak at the blue wing luer cap connection. No other observation was noted on the sample. Reported complaint for leak was confirmed at the connection of the blue wing luer, which could have been the leak detected by the customer since no other leak was observed. During the evaluation of the infusor it was observed the cap was not securely fastened / closed on the infusor's luer. The cap was securely fastened / closed on the luer and was observed and once luer connection was tightened leak stopped. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which a leak occurred. The device was filled with desferrioxamine and water for injection. The event occurred after filling. There was no adverse, event, patient injury or medical intervention associated with this report. There is no further complaint information available.